Manufacturer narrative:
On the same date as the index procedure, the patient experienced a neurological deficit described as a transient ischemic attack (tia). The duration of the neurological deficit was less than 24 hours and the recovery was full with no deficit. Even though the patient had full recovery without any side effects or neurological deficits and no additional intervention was performed, the initial adjudication received for the adverse event of tia was adjudicated as a stroke. However, the most recent adjudication minutes received agree with the original diagnosis of an ipsilateral tia occurring during the index procedure and disagree with the subsequent diagnosis that the event was an ipsilateral ischemic stroke. Additional information notes that four days post index procedure, the patient was admitted with intermittent speech difficulties in addition to 3 separate episodes of right upper extremity weakness lasting less than 20 minutes each. A brain MRI on (B)(6) 2009 at 08:35 revealed multiple small (less than 1.0cm) foci of acute infarction seen within the left cerebellum above the level of approximately corona radiate with no evidence of associated hemorrhage and no evidence of large territorial infarct. The patient received medical treatment and was listed at discharge as stable. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Final assembly DHR review: review of lot 13423179 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause, no corrective actions will be taken at this time. Stroke is a known potential risk associated with implanting a stent in a carotid artery and can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. Eighty percent of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.

Event description:
The adjudication minutes received agree with the original diagnosis of an ipsilateral tia occurring during the index procedure and disagree with the subsequent diagnosis that the event was an ipsilateral ischemic stroke. Additional information notes that four days post index procedure, the patient was admitted with intermittent speech difficulties in addition to 3 separate episodes of right upper extremity weakness lasting less than 20 minutes each. A brain MRI on (B)(6) 2009 at 08:35 revealed multiple small (less than 1.0cm) foci of acute infarction seen within the left cerebellum above the level of approximately corona radiate with no evidence of associated hemorrhage and no evidence of large territorial infarct. The patient received medical treatment and was listed at discharge as stable.

Manufacturer narrative:
Pre-procedure, on (B)(6) 2008, the nih stroke scale score was 1 and the rankin stroke 1. The patient underwent the index procedure with delivery of the angioguard rx ecgw, placement of one precise pro rx stent (pc0840rxc/13423179) and post-stent balloon angioplasty in the left ostial ica. The lesion was eccentric and ulcerated. After the procedure, while in recovery, the patient developed aphasia. According to the procedure log, the patient was unable to speak properly, was awake, trying to talk, but not getting the words out; but appeared to understand. Forty-five minutes after onset, the patient was able to form complete sentences and ask questions. The site reported that deficits fully resolved in less than 24 hours without residual deficits and identified this event as a tia. According to the source document collection for adjudication form, MRI/CT scan were not done, nih and rankin stroke scale scores were not evaluated, neurology examination during event and in 24 hours after event was not performed, and neurology consultation was not done. The patient was discharged the following day on asa and clopidogrel. Upon retrieval of the angioguard rx ecgw, it was unknown whether debris was found in the filter. The site reported an 85% final residual stenosis. Five days after procedure, the patient was admitted with intermittent speech difficulties in addition to 3 separate episodes of right upper extremity weakness lasting less than 20 minutes each. The patient remained on asa and clopidogrel. Neurological exam upon arrival found the patient alert and oriented x3, moving all three extremities, 5/5 bilaterally and symmetrically. Cranial nerves 2-12 were grossly intact and tested. There were no focal deficits. A head CT without contrast on (B)(6) 2008 at 20:37 reported no acute intracranial processes and no obvious acute territorial infarction noting a stable old lacunar infarct versus prominent virchow-robin space. A head cta reported patent middle cerebral artery. A brain MRI on (B)(6) /2009 at 08:35 revealed multiple small (less than 1.0cm) foci of acute infarction seen within the left cerebellum above the level of approximately corona radiate with no evidence of associated hemorrhage and no evidence of large territorial infarct. There was also finding of multiple small foci of likely chronic ischemic disease within the supratentorial white matter noted. An mra portion of examination showed no evidence of aneurysm or vascular malformation. The patient was admitted to ICU and placed on heparin drip. The diagnostic cerebral angiogram showed good antegrade flow through the stent with good lumen diameter, no thrombus, no emboli or dissection. There was normal antegrade flow into the mca branches. Chronic total occlusion of the left vertebral artery and a 70% stenosis in the right vertebral artery were noted. The echocardiography was normal as reported in the discharge summary. Heparin was stopped; the patient was monitored in the ICU for another 24 hours and remained stable. He was transferred the regular medicine floor where he was monitored for another 48 hours and continued to remain stable. The discharge diagnosis was as follows: non-responder to clopidogrel causing transient ischemic attacks. The patient was discharged four days after the event on asa and clopidogrel. The site reported this event as a tia. On 30 day follow-up, reported that the nih stroke scale score was 0 and the rankin stroke scale score was 0. The product remains implanted and will not be returned for analysis. Additional information will be submitted within 30 days of receipt.